Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that about three weeks ago during an endoscopic vein harvesting procedure, the hemopro began smoking in the pt's leg so the physician's assistant removed the device thinking it was excess fat burning. Staff observed the tissue welder jaws smoking, glowing bright red and overheating even though the activation toggle switch was confirmed to be in the "off" position. They immediately unplugged the device and used a replacement to complete the procedure. The hosp did not report any pt complications.